Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified and tortuous lesion in the right coronary artery. Rotablading was performed. An attempt was made to advance the 3.50x38mm rx xience alpine stent delivery system; however, it failed to cross the lesion due to the anatomy. Resistance was met during retraction and the stent dislodged. A snare device was used to remove the dislodged stent from the patient anatomy. A new alpine stent was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.